Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a competitor guidewire is stuck in the lead. The distal end of the guidewire is stuck at 74 cm with blood in the lumen. Guidewire test could not be performed due to a guidewire being stuck in the lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire became stuck in the left ventricular lead. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.